Event description:
It was reported that on the day of this report the patient was shocked due to moving the body ¿in a certain way.¿ it was noted the patient had been careful with the settings. When the patient got up from laying down he would turn the settings back up. It was further noted that the patient was shocked upon lying down and twisting the body. The patient had the device reprogrammed so that the stimulation would be higher on the back two years prior to this report. It was noted the patient had three settings but now just had one. It was further noted the patient wanted reprogramming to cover right leg pain. It was noted that the leg would ache when the patient walked around. Additional information was requested but was not available at the date of this report.

Event description:
Additional information stated the patient received assistance from their healthcare provider or medtronic representative on 2013 (B)(6) and their concerns were resolved. It was also stated, the patient still had concerns regarding their device or therapy but was working with their doctor or medtronic representative. Reportedly, the patient would like to contact whoever set his unit because there were different settings on it and he forgot already how to change it. The patient had multiple devices and wanted to ¿write down¿ the differences of settings.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).